Manufacturer narrative:
Reported event: an event regarding disassociation involving a mets distal femur was reported. The event was confirmed by medical review and photographs. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets distal femoral replacement, which was inserted on (B)(6) 2019. The surgeon reported that the implant is broken, together with the fail of fixation between the femoral body and shaft fixation. The x-ray provided shows rotational deformity between the femoral and tibial component. The rotating hinge implant has partially come away from the tibial plateau. The retrieved implant showed that the distal lug in the femoral shaft has broken and the extension shaft showing wear. Therefore, the radiographic and the retrieved component has confirmed the clinical report and the reason for revision. Product history review: review not performed as no catalogue/batch numbers were provided. Complaint history review: review not performed as no catalogue/batch numbers were provided. Conclusions: an event regarding disassociation involving a mets distal femur was reported. The surgeon reported "(the patient is) very fit, a former boxer who works as a personal trainer. His activity could be a factor, he describes pivoting on his leg without load when the acute incident happened. At the time he was demonstrating some boxing move." The exact cause of the event could not be determined because further information such as retrieval analysis on the explanted components as well as the primary operative report, patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Device not returned.

Event description:
Malrotation of distal femoral replacement. Noticed approx 8 months post implantation. Update 8/oct/2019 clarification about the reason for revision was received "reason for revision, loss of taper fixation between distal femur body and shaft extension (resulting in fracture of the lug and malrotation as described). Patient activity levels: very fit, a former boxer who works as a personal trainer. His activity could be a factor, he describes pivoting on his leg without load when the acute incident happened. At the time he was demonstrating some boxing move. " this report is in relation to the an unknown femoral component.